Event description:
As reported by the user facility: customer reports over infusion, pump was set at 100 ml an hour for 1000 ml bag and after 5 1/2 hours the bag was empty but the pump showed it still have 697 ml in the bag. No pt injury reported. Customer unsure of what medication was infused. IV started at 0930 and noticed it at 2:45 pm. Reference MFR report # 9610825-2013-00359.